Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). The patient was connected at the time of the alarm, which occurred during fill one of six of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm and ending therapy. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.